Event description:
It was reported the customer received a sensor error alert on their insulin pump. Customer's blood glucose was 93 mg/dl. It was found the customer's sensor was damaged upon removal. Customer stated their sensor had split in two. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.